Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on the first 2 most proximal stent rows, stent struts were lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact.   (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, when the balloon protector was removed, it was noted that the stent strut was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.